Event description:
It was reported that there were eight patients who were on their third or fourth devices because the other ones didn¿t work. It was noted that they were having problems with their implants and had pain. These patients also had a return of symptoms and were peeing all the time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported 12 names of other patient who had had the interstim surgery multiple times.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were exactly 6 other patients involved. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.